Event description:
Device malfunction: none. Symptoms/ae: arterial occlusion. Time of ae: 3 weeks post procedure. It was reported that a physician, trained in the use of the star close device, achieved common femoral arteriotomy closure after a diagnostic procedure in 2007. The closure procedure was successful without incident. Approximately 4-5 days post procedure the pt began experiencing pain in the affected thigh. Three weeks post procedure, an arterial run-off study was performed showing a high grade lesion (occlusion) in the right common femoral artery, proximal to the superficial femoral artery near the starclose device. The pt was stable and had pulses. Exploratory vascular surgery was planned. Though requested, no add'l information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record could not be performed.